Event description:
It was reported that the patient experienced coupling and or communication issues. Use of the antenna locate resulted in a power-on- reset (por) message being displayed, which led to the normal recharging screen. It was later reported that the patient could not adjust stimulation. Clearing the por condition solved the problem.

Manufacturer narrative:
Programmer model 37743 serial# (B)(4); accessory model 37752 serial# (B)(4); lead model 39565-65 serial# (B)(4) implanted: (B)(6) 2010 explanted: na.